Manufacturer narrative:
Vyaire medical complaint number (B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the device would not pass the patient circuit calibration. The fsr reseated the limit knob and performed the patient circuit calibration and performance check. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator lost pressure while in use on a patient. The end-users tried to re-pressurize the ventilator and the low battery light turned on. There was no patient compromise associated with this reported event.